Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced loss of consciousness due to a low blood glucose (bg) level of 31 mg/dl. Reportedly, the customer received assistance from emergency medical technicians. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer [enter how customer addressed bg] to address bg. Customer updated their settings to address the event.